Manufacturer narrative:
The user facility indicated in the medwatch that the surgical table was not available for evaluation by steris. Therefore steris is unable to confirm a root cause for the reported event. Review of steris service records for the surgical table indicates that steris last performed service activity on the table in 2010. The surgical table subject of the reported event is serviced by a third party. A steris service technician contacted and interviewed the third party technician who stated that the table's power supply required replacement. The third party service provider repaired the table and returned it to service. No additional issues have been reported.

Event description:
The user facility reported via medwatch that their 3085sp surgical table was not operating properly during a patient procedure. The patient was transferred to another surgical table where the procedure was completed. No report of injury, however a procedural delay was reported.